Event description:
The manufacturer received information alleging the power supply has melted and has a burning smell occurred on a dreamstation bipap avaps30 device. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.